Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A clinical review states that the burr is not intended for long term internal exposure. Long-term implantation data is not available. The patient impact is possible micro-motion and/or migration, and possible local irritation/discomfort. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a hip arthroscopy, the tip of the burr 4.0 abrader broke and fell inside the patient. Some of the pieces were removed using graspers and small amounts were left inside the patient. The procedure was completed with a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.